Event description:
Boston scientific crm received information that one month post implant, this right ventricle (rv) lead perforated the patient's lung. The lead was pulled back and successfully repositioned. Under echocardiography, an effusion was noted which was not severe and did not require additional surgical intervention. To date, no further adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.